Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the returned device. There were no visible kinks in the tubing and there was slight evidence of blood on the device. A functional gas flow test was performed using a regulated source of co2. The device was found to be within output specifications during several minutes of testing. The adjustment knob was also operational. Based upon these findings, the reported complaint "co2 was flowing fine but the saline was not flowing" could not be confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the cb-1000 blower mister co2 was flowing fine but the saline was not flowing. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.